Manufacturer narrative:
H3) the positioning sensor unit (psu) was returned to the manufacturer for evaluation. Testing found that the unit was cracked with an indentation on the left lens. The unit then powered on with the amber fault light illuminated. Additionally, the event logs showed bump and laser battery faults. The unit also failed accuracy testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera of the navigation system was replaced. Additionally, it was reported that the firmware on the unit was updated with the replacement. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. Concomitant medical products: product ID: 9 735339, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that the navigation system didn't see patient tracker. Navigation was aborted causing less than an hour delay in the case. No further information was provided at this time. Additional information was received stating that when the manufacturer representative was on site the camera was not working. The leds indicate "minor fault" (stable green, stable green, flashing orange). The issue did not appear to be a bad connection. There was a small dent in the camera front cover, but that had been there for a long time. The ndi camera utility from the admin application showed an error message "bump detector battery fault. Return for service." Additional information was received indicating that the procedure was completed without an adverse event being observed. Due to aborting navigation, the patient had to be placed in a frame that could lead to pain as a side effect. There was a reported delay to the procedure of twenty to thirty minutes due to this issue.